Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned meta-tan comp screw drill confirms the tip of the device is dull. The tip also has burrs and gouges in the metal. The device was manufactured in 2015 which suggests it has been in use for some time. The screw drill is a reusable device that can be exposed to numerous surgeries; damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the surgeon was performing a meta tan nail on a patient who was on bisphosphonates. The surgeon could not drill the compression screw without hitting the jig and the drill bit became damaged and blunt.